Event description:
This patient has been implanted with the device(s) for approximately 1 year. The facility nurse stated that the patient had positive blood cultures (staph epi), and was treated with vancomycin. They went on to say that they felt the staff was doing well with the device, and the infection stemmed from the fact that the patient did not allow them to express the pockets well. The MFR's clinical specialist noted that this facility was not following the MFR's protocol, as the patient was not receiving daily isp. No further details were provided at this time.